Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in mildly tortuous and severely calcified artery below the knee. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with different device. There were no patient complications nor injuries reported.